Manufacturer narrative:
It was initially reported that a customer noticed the smoke/haze issue; however, additional information was received, it was confirmed that an asp field service engineer observed the smoke and odor emitting from the sterrad® nx sterilizer while onsite performing a planned maintenance on the unit. It was originally reported that the vacuum pump retrofit kit was discarded; however, on (B)(4) -2021, the filter head from the kit was returned for analysis. The filter head was visually inspected, and no evidence of damage was observed. The component successfully completed the test cycle without evidence of smoke or odor. Reason for the return and failure of the component was not confirmed. The oil mist filter housing assembly was returned and visually inspected, and no evidence of damage was observed. The component successfully completed the test cycle without evidence of smoke or odor. Reason for the return and failure of the oil mist filter housing assembly was not confirmed. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
Updated assignable cause: the assignable cause of the smoke/haze and odor/smell is likely due to the vacuum pump, the leybold vacuum pump retrofit kit, and the oil mist filter and its housing assembly. The reason for the return of the oil mist filter was confirmed visually as it was noted as ¿burned¿; however, no evidence of burning was found during the functional testing of the vacuum pump with the used oil, and no confirmation of failure for the filter head and the oil mist filter housing assembly. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, oil mist filter, and vacuum pump retrofit kit were replaced to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issue, system risk analysis (sra), and functional analysis. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze and odor/smells issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The product analysis lab received the vacuum pump, oil mist filter assembly and used oil for evaluation. The returned parts were visually inspected, and the oil mist filter was noted as ¿burned.¿ a new oil mist filter was replaced onto the returned vacuum pump, along with the returned oil, and installed onto a qa certified test system. Ten cycles were completed with no smoke or burning odor. After completion of the cycles, the oil mist filter was removed and analyzed for burned evidence, but none was found. Reason for returned was confirmed for visual burned filter, but no burned evidence was found in the testing filter after ten cycles. The vacuum pump retrofit kit was discarded; therefore, no further evaluation can be performed. The assignable cause of the smoke/haze and odor/smell is likely due to the vacuum pump, oil mist filter, and vacuum pump retrofit kit; however, the analysis part testing of the vacuum pump could not reproduce the issues. The asp field service engineer replaced the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ or haze and ¿odor¿ or smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.